Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part/lot combination are unknown. Therefore a DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part, then this DHR review will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the trocar was found bent in the set and cannot be used. They had another set available in the same trocar so the outcome were much better. It was located in tibial nail expert set 4.2 trocar. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).